Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure as the device was no longer functional. During surgery, the entire device was removed and replaced. A puncture was confirmed in the cuff. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested. No anomalies were found with the pump and balloon. Visual testing revealed that there was a pinhole in the cuff shell. Based on the information available and analysis results, the pinhole identified in the cuff could have caused or contributed to the reported clinical observation of hole/perforated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure as the device was no longer functional. During surgery, the entire device was removed and replaced. A puncture was confirmed in the cuff. No patient complications were reported.